Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when shuttling down the green handle of 6f-7f mynxgrip vascular closure device (vcd), it would get stuck and would not advance at all. This is the step used to deploy the sealant, which could not be achieved, and manual pressure had to be administered. There was no reported patient injury. It happened with 4 devices from the same lot. ¿one of them got inserted to the patient.¿ the devices will be returned for analysis.

Manufacturer narrative:
This is one of four products involved with the reported event. The medical device reporting reference number for the other events are 3004939290-2020-01938, 3004939290-2020-01939, and 3004939290-2020-01941. As reported, when shuttling down the green handle of 6f-7f mynxgrip vascular closure device (vcd), it would get stuck and would not advance at all. This is the step used to deploy the sealant, which could not be achieved, and manual pressure had to be administered. There was no reported patient injury. It happened with 4 devices from the same lot. ¿one of them got inserted to the patient.¿ the product was not returned for analysis. A product history record (phr) review of lot f2015603 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint could not be confirmed, and no determination of possible contributing factors could be made. Procedural factors, such as an incomplete engagement of the advancer tube during the procedure, may have contributed to the reported events. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. According to the instructions for use (IFU), which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Based on the available information there is no evidence to suggest that the event was design or manufacturing related. The DHR reviews does not suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective action will be taken.